Manufacturer narrative:
E1 additional contact: (B)(6). D4, g4: model number is not sold in the us but similar device is sold under model 852-011-42584-05. This product was used for the di, product code, and 501k. Investigation summary: the complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip that experienced leakage. It was stated in the report that on (B)(6) 2025, there was a leakage at the connector when using the set. After replacing the new set, the therapy resumed properly without any impact. There was patient involvement but no patient harm/adverse event reported.